Event description:
It was reported that a 60 year old very thin female patient with no medical history and no previous procedures to the treated area underwent micro-aire liposuction followed by subdermal coagulation with renuvion to the submental area. The surgeon reported a noticeable blister formation in the treatment area following 1 treatment pass of the renuvion device with generator settings of 20% power and 4 liter per minutes (lpm) of helium flow. Upon discovery of the blister, the generator settings were changed to 60% power and 1.5 lpm of helium flow, and the treatment was continued to both the right and left side of the neck. The initial generator settings of 20% and 4 lpm of the renuvion device would not have contributed to formation of a blister after one treatment pass at appropriate device treatment speeds. Continuing treatment following formation of a blister in the treatment area is not recommended. The cause of the event is unknown at this time, but continuing treatment following formation of a blister in the treatment area is not recommended. The generator will be sent back to apyx medical corporation for a full evaluation.

Event description:
This report is a follow up to 3500a report-3007593903-2022-00016. The initial report was submitted as a patient sustained a blister after micro-aire liposuction followed by subdermal coagulation with renuvion to the submental area. The performing surgeon reported a noticeable blister formation in the treatment area following one treatment pass with the renuvion device with generator settings of 20% power and 4 liter per minutes (lpm) of helium flow. Upon discovery of the blister, the generator settings were changed to 60% power and 1.5 lpm of helium flow, and the treatment was continued. The initial generator settings of 20% and 4 lpm of the renuvion device would not have contributed to formation of a blister after one treatment pass at appropriate device treatment speeds. Although the root cause of the event is unknown, continuing treatment following formation of a blister in the treatment area is not a recommended practice. Per the performing surgeon's request, the apyx medical generator was returned and a full "evaluation" was performed at apyx medical corporation. The generator was subjected to testing. No issues were found, all outputs are within specifications and passed testing. The generator functioned as intended and was found acceptable for use. No further follow up is necessary.